Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of the esophagus, the first catheter balloon was opened and inserted, but the black connector would not connect. They tried a few times, but it would not click into place. After removing the catheter, they noticed patient had a small scratch/tear to the upper esophagus. It was suspected that the silicone fin was the cause of this. The patient did not require medical intervention for the scratch/tear (it was not a perforation; intervention to the patient was not required) and left it to heal on its own. The procedure was stopped and ablation was not performed.

Manufacturer narrative:
Evaluation summary: two used devices and one used generator were received for evaluation. The customer reported one device did not inflate and the other device would not connect to the output cable. The visual inspection found a bent pin in the catheter¿s connector. Also found the radio-frequency (rf) output cable alden connector had a pushed in socket. The other device had no noticeable issues. The investigation isolated the failure to a bent catheter connector pin and the damaged output cable alden socket, but a root cause was not identified. This type of failure is consistent with a mis-alignment between the catheter pin and the rf output cable socket during mating. Using the returned generator and returned rf output cable pneumatic tubing both devices inflated normally. The inflation issue was confirmed in the device electrically erasable programmable read-only memory (eeprom). The investigation could not determine the root cause of the event. A review of the device history records for the provided lot / serial number was completed and no entries pertinent to the reported event were noted and this lot was released meeting all specifications as manufactured. The appropriate upgrades were implemented. The returned product was calibrated and testing found the generator functions normally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first catheter balloon was opened and inserted, but the black connector would not connect. They tried a few times, but it would not click into place. After removing the catheter, they noticed patient had a small scratch/tear to the upper esophagus. It was suspected that the silicone fin was the cause of this. The patient did not require medical intervention for the scratch/tear (it was not a perforation; intervention to the patient was not required) and left it to heal on its own. They did not do an ablation.